Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown compression plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, yam, a., tan, t., and lim, b. (2005). Intraoperative interfragmentary radial nerve compression in a medially plated humeral shaft fracture: a case report. J orthop trauma, 19, 491-493. The authors reported a rare case of interfragmentary radial nerve compression at the fracture site, secondary to posteromedial plating using arbeitsgemeinschaft für osteosynthesefragen (ao) 3.5 millimeter (mm) compression plate of a humeral shaft fracture in a (B)(6) female patient. Exploration and nerve grafting were required; function was regained one year later. The authors concluded the importance of radial nerve identification and protection in fixation of humeral shaft fractures with high-risk configurations. This is report 1 of 1 for (B)(4). This report is for an unknown compression plate.